Event description:
Information was received indicating that this syringe infusion pump had a broken case and damaged screen and it was noted that the pump was not infusing steadily. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal was removed and the pump had a scratched screen. A review of the event history log found no issues. Occlusion testing was performed and found a popping sound during infusion. This was caused by the lack of silicon grease on the plunger tube. The grease had been removed by the user and was not replaced. Based on the evidence, the root cause was attributed to a user issue, due to the user interfacing with the product in a manner inconsistent with the instructions for use.